Manufacturer narrative:
Combination product: yes the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6)2024, atrial pacing failure was confirmed on the ward monitor. An x-ray confirmed that it was depressed in the tricuspid valve. On (B)(6) , the lead was changed from a jt to an s.